Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) and obtained following additional information : the reported blade issue on 8mm harmonic ace instrument was observed after the procedure. There were no reports of fragment(s) falling into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm harmonic ace instrument to perform failure analysis. The instrument was found to have one blade broken at the base. A piece approximately .3635" x .0865" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had scratches and cracks on the blades. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.